Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and postlaminectomy pain. It was reported that the patient's ins did not work. The patient said the ins was still implanted but they turned it off manually. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer stated that the stimulator wasn¿t working within a week from implant. The patient had no sensation and no pain relief. They had met with the manufacturer representative 3-4 times to try to resolve the issue and they were either going to do nothing further or have a possible removal.